Event description:
Per the clinic, the patient was diagnosed with meningitis in (B) (6) 2009 (day not reported) and was admitted into the hospital. The patient experienced swelling of the brain which resulted in the removal of part of the patient¿s skull, further investigation found an (B) (6) infection at the abutment site. The surgeon requested the fixture be removed before replacing the patient¿s skull to assist with resolution of the infection.

Manufacturer narrative:
(B) (4).